Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device to treat the right great saphenous vein (rgsv). The vein was successfully closed. It was reported that 5 months post procedure, patient suffered rash all over the body, which was treated with steroids.